Event description:
Our rep is reporting that during a shoulder procedure while using a lupine sawtooth drill guide, it was observed that some metal shavings were deposited into the pt's joint space. They believe that the debris was suctioned out. The case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Nothing is being returned and no lot number has been supplied. However, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some mfg processes changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. At this point in time, no further action is warranted.